Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported sys error 105 which was observed during power up. Sys error 105 was confirmed and caused by the motor flex being loose. The flex was installed correctly in connector and unit then operated as designed.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed sys error 105. There was no pt involvement.